Manufacturer narrative:
The customer¿s reported complaint of an over infusion was not confirmed after review of the logs or testing. Log analysis results suspects the time of the alleged incident occurring between 7:00 am and 7:48 am on (B)(6) 2019. The total recorded volume infused was noted 1.777ml. Testing demonstrated returned pump module passing a 1 hour rate accuracy test utilizing the timed rate accuracy test method. Results confirmed the device is in specification and operating as intended. Results from a physical inspection identified what appeared as the pivot latch screw previously backed out and screwed back in. Backed out pivot latch screws have been known to become wedged on the unit to the right, inadvertently leading to uncontrolled fluid flow or an over infusion. Although the silicone segment was found to be marginally out of specifications, it is not believed to have contributed to the reported event. The root cause of the over infusion was not determined.

Event description:
Customer advocacy received a copy of the FDA request letter which states, "an alaris pump that was infusing fentanyl was noted during shift report to free flowed in the entire contents of the medication bag. The midnight rn, had initiated the bag. She appropriately scanned the bag and the pump for programming. 2 day shift rns, noted the bag to be empty within a small span of time. It was noted by both day shift rns that the pump appeared to be running at the desired rate, which was 2.5ml/hr. The medication bag contained 100 ml. There is typically about 10ml waste/loss for priming. This would have left approximately 90 ml. At the programmed rate of 2.5 ml/hr the bag should have lasted about 36 hours. The bag was found empty at 0730 after it was just hung at 0645." A 100ml bag of fentanyl 1,000mcg was infusing through primary set at a rate of 2.5ml/hr that was manually programmed using IV infusion pump. It was noted that the device appeared to be running at the desired rate. The rn went in the room around 45 minutes after the IV bag was hung and noticed that the bag was empty and should have ran for about 35 more hours. There was no leakage reported. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer advocacy received a copy of the FDA request letter which states, "an alaris pump that was infusing fentanyl was noted during shift report to free flowed in the entire contents of the medication bag. The midnight rn, had initiated the bag. She appropriately scanned the bag and the pump for programming. 2 day shift rns, noted the bag to be empty within a small span of time. It was noted by both day shift rns that the pump appeared to be running at the desired rate, which was 2.5ml/hr. The medication bag contained 100 ml. There is typically about 10ml waste/loss for priming. This would have left approximately 90 ml. At the programmed rate of 2.5 ml/hr the bag should have lasted about 36 hours. The bag was found empty at 0730 after it was just hung at 0645." A 100ml bag of fentanyl was infusing through primary set at a rate of 2.5ml/hr that was manually programmed using IV infusion pump. The device appeared to be running at the desired rate. The rn went in the room around 45 minutes after the IV bag was hung and noticed that the bag was empty and should have ran for about 35 more hours. There was no leakage reported. There was no patient harm.